Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user pt contacted lifescan alleging that her one touch ultra2 meter was reading inaccurately high. The senior medical affairs specialist mailed a letter since the pt could not be reached the listed phone number. The pt alleged that the meter was reading inaccurately compared to her feelings/normal readings. She obtained a 400 mg/dl on the reported meter on an unspecified date and time. As a result of the reported issue, the pt maintained her insulin regimen based on her sliding scale. The pt indicated administering 20 units of regular insulin. Following this action, the pt alleged developing symptoms of feeling sweaty and shaky. The pt was seen at the emergency room, where a result of 90 mg/dl was obtained on the ER/hospital meter. No treatment was rec'd. It would have helpful to know how long the pt felt that the meter was reading inaccurately high compared to her feelings/normal readings, her usual blood glucose, testing frequency, insulin regimen, diet, other health conditions, if she experienced symptoms with the blood glucose of 400 mg/dl, if the symptoms were regularly associated to high or low blood glucose, if she administered self-treatment prior to visiting the ER, and diagnosis at the ER. The customer care advocate (cca) verified that the pt was correctly cleaning the puncture area and using the correct testing technique. The meter was set to the correct unit of measurement. Although the label from the control soliton was missing and the expiration date could not be confirmed, the cca walked the pt through two consecutive control solution tests. The first result fell above the specified range, while the second was within range. The pt was sent replacement products. This complaint is being reported due to the following conclusion: the pt alleged developing symptoms indicative of hypoglycemia after administering insulin based on the meter reading.